Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing. A photograph sent by the consumer shows a date of 2002 on the packaging.

Event description:
A consumer stated that her grandmother had allegedly received second degree burns while using a heating pad. Medical attention was sought for her injuries, as well as treatment at a burn hospital. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instruction. The instructions for proper use clearly state "do not use while sleeping", and "do not sit on or crush pad - avoid sharp folds. Always place pad on top of and not under your body. Never place pad between yourself and chair, sofa, bed or pillow." Kaz USA, inc. Has requested that the product be returned to our company for testing.